Manufacturer narrative:
(B)(6). (B)(4). The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the middle section of the stent was detached/separated. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, the stent returned without the suture string which is evidence that the stent was manipulated. The failure found, stent shaft break, is an issue that could have been generated by the user or due to the interaction of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureter stone procedure in the ureter, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the package, it was noticed that the coil was broken. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent shaft break.